Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy menstrual bleeding') and uterine perforation ('uterine perforation') in an adult female patient who had essure (batch no. A67118-inv) inserted for female sterilisation. The patient's medical history included chronic cervicitis (chronic cervicitis) and endocervicitis (endocervicitis). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and hydrothermal endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and uterine perforation outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2014,wheras date in case is (B)(6) 2013. Lot number ( a67118 ) is not valid. Most recent follow-up information incorporated above includes: on 5-aug-2020: update of information (batch is invalid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy menstrual bleeding') and uterine perforation ('uterine perforation') in an adult female patient who had essure (batch no. A67118) inserted for female sterilisation. The patient's medical history included chronic cervicitis (chronic cervicitis) and endocervicitis (endocervicitis). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and hydrothermal endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and uterine perforation outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2014,wheras date in case is (B)(6) 2013. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: reporter added,aka name added, medical history added, lot number added, event pelvic pain made medically significant and intervention required due to surgery. New events - uterine perforation and menorrhagia added. Reporter causality added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.